Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, post stent placement, the stent was noted to have migrated. It is unknown if the stent remains implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.